Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system cartridge chemistry (cc) precision was poor. Customer reported that only the quality control results were affected. Customer reported that they found a "residue" on the cover. Customer reported that they believed the same failure that created the liquid found on the cover caused the qc issues. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) inspected the system and did not find an active leak. Fse noted some "spotting" around the mixer wash wells on the reaction wheel cover. The fse reported that the liquid on the reaction wheel cover was not near a probe or mixer so the source of the leak/spill was unknown. The fse replaced both reagent probes, collar washes and tubing from reagent switch (a/b valve) to both reagent probes. The fse verified all alignments and tested quality control. The fse reported that the performance verification test indicated the analyzer performed within specifications. The fse was unable to determine the root cause.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).